Manufacturer narrative:
The system was examined and the reported event was confirmed. The illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator. However, how and when the illuminator became nonconforming is inconclusive. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the event took place during the calibration mode for a retinal procedure. Ports one and two were not working. The staff was instructed to use ports three and four. The case was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported weak illumination from illuminator. Additional information has been requested, but none has been received to date.